Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault and refractive change overtime. Due to lens rotation not associated to a low vault and refractive change over time, the lens was repositioned. This did not resolve the problem. Lens remains implanted. Cause of the event is unknown. Claim #(B)(4).

Manufacturer narrative:
B5 - a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. Due to lens rotation not associated to a low vault, the lens was repositioned. This did not resolve the problem. Eight months post-repositioning "there is also refractive change overtime" reported. Lens remains implanted. Cause of the event was reported as unknown. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. The lens was repositioned. The lens remains implanted. Cause of the event was reported as unknown.